Manufacturer narrative:
(B)(4). Batch # m52c80. Pan. The analysis results found that the atw35 device was received in good visual condition and with no cartridge reload present. After further analysis it was noted that a cartridge pan was in the device cartridge channel. The pan was removed and the device was tested for functionality. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a vats procedure, the first firing was successful. When the device was reloaded, the reload was loose within the jaws; it would not fit properly in the jaw of the device. The devices was not fired a second time. Nothing abnormal was noted with the first firing. Another stapler and reload were used to complete the case. There were no adverse consequences for the patient.